Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen. The patient woke up and his glucose value on the cgm was in the 300¿s, but when a bg meter reading was reading in the 100¿s. While at school, the patient took a bolus of insulin based on the cgm reading still reading in the 300¿s. The patient's mother indicated he ended up being over 600 mg/dl on the bg meter (the bg meter reads high after 600) and was picked up from school. A bg reading was not taken prior to treatment. The patient went to the emergency room (ER) where they gave him a manual injection and pushed water and after 5 hours the patient was sent home to rest. No symptoms were reported during the time the event. At the time of contact, the patient was in stable condition. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event details are available.